Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a chronic catheter placement procedure, the device allegedly had difficulty in removing the caps and had to put a clamp on the connector and another clamp directly on the purple/red sections and twisted in opposite directions to get the cap to loosen. It was further reported that when a gauze was placed under the clamp, the cap couldn't be loosened and resulted in the purple/red sections allegedly stripped and compromising line integrity. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, the device allegedly had difficulty in removing the caps and had to put a clamp on the connector and another clamp directly on the purple/red sections and twisted in opposite directions to get the cap to loosen. It was further reported that when a gauze was placed under the clamp, the cap couldn't be loosened and resulted in the purple/red sections allegedly stripped and compromising line integrity. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical device was not returned for evaluation. One photograph was provided for review. The photo shows two hubs of a device, one red and one purple. The red hub is attached to some sort of external line with a luer connector. The purple hub is attached to an end cap with blue proximal end. Each hub showed scratching/damage. Some of the damage was clearly in sets of parallel lines, like what one would expect from serrated hemostat/clamp contact. Therefore, based on the photo review, the reported scratching can be confirmed. The reported difficulty of disconnection could not be confirmed as it could not be directly observed in the provided photo. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Note that although a use error has been neither identified nor refuted, the cited content from the instructions for use may be applicable to such situations as that described. "Use aseptic techniques whenever the catheter lumen is opened or connected to other devices. Povidone-iodine or chlorhexadine gluconate are the suggested antiseptics to use with this device and components. Acetone and tincture of iodine should not be used because they could adversely affect the performance of the catheter and connectors. 10% acetone/70% isopropyl alcohol swabsticks used for dressing changes should not adversely affect the catheter." " accessories and components used in conjunction with this device should incorporate luer lock connections." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.